Event description:
It was reported that during a colon resection procedure, the staple line did not form correctly. The surgeon had to over sew the entire anastomosis. A temporary stoma had to be created to ease anastomoses. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional questions asked about the event: was the procedure done open/laparoscopically? Unknown. What device was used for the proximal and distal transaction of the bowel? Unknown on what tissue type was the device used? Large bowel. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Unknown. How was the purse string placed, by hand or with an assist device? Unknown. Was the spike of the trocar inserted through bowel lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown when the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was set in the middle . Was buttressing material utilized? If so, which product? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. How did you confirm the device was fully fired? Unknown. Were any unexpected noises heard? If so, when? No unexpected noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. What steps were taken to confirm successful anastomosis?they noticed that the anastomosis was not formed correctly right after firing. Is there any other additional information you would like to share about this device, procedure, patient or physician? The surgeon assisting stated that the staples "did not look like they were formed properly". What were the indications for surgery? Stool leaked out of bowel and staple line. Does the patient have any relevant history of surgical treatments? Unknown. What are the patients age and sex? Female. Did a hcp other than the primary surgeon fire the instrument? Surgeon fired. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A device history record (DHR) review was performed and no discrepancies were found during manufacturing.